Event description:
Some time in september I purchased cotact lens solution. Last week I opened the box to use it, the box was alcon opti free rinsing, disinfecting and storage solution. Inside the box was bausch and lomb renu moisture loc. This is a recalled product. The product number on renu is 2007-07 gg5055.